Manufacturer narrative:
Covidien reference number (B)(4). The customer reported to have performed calibrations and extended self-test (est) on the device and all tests passed.

Event description:
It was reported that an 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.